Manufacturer narrative:
Additional information: the investigators examined four photographs sent from the customer. The investigators determined that the needles were bent. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigators concluded that the product problem occurred after the device left the manufacturing facility.

Manufacturer narrative:
Correction: adverse event or product problem: corrected from product problem to adverse event. Additional information: a photograph of the device was examined by the investigator. An examination of the photograph revealed that the needle was bent. The device history record was also reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator stated that the bending of the needle most likely occurred after the device left the manufacturing facility.

Event description:
It was reported that while a smiths medical gripper needle was in use, it had been bent. Upon removal of the needle, the patient was left with a cut. It was reported to have taken 45 minutes to stop the bleeding as the use of applied pressure and coolpack had no effect. Tranexamic acid was used to end the bleeding. It was also reported that a hematoma had formed. Patient was supplied with pain killers.